Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case specific circumstances as additional aspiration was performed and additional heparin was administered. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. When the steerable guide catheter (sgc) was inserted into the left atrium, attachment/thrombus was found at the tip. Aspiration was attempted with a syringe, but it could not be retrieved. After reinserting the guidewire into the pulmonary vein, the sgc was removed and no attachment was found. Per the physician the attachment/thrombus spontaneously resolved. At the doctor's request, the sgc was replaced, and the procedure was completed without incident. The mr was reduced to grade 2. There were no clinical effects due to the thrombus or adverse sequelae. No additional information was provided. Subsequent to the initial report, additional heparin was administered.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. When the steerable guide catheter (sgc) was inserted into the left atrium, attachment/ thrombus was found at the tip. Aspiration was attempted with a syringe, but it could not be retrieved. After reinserting the guidewire into the pulmonary vein, the sgc was removed and no attachment was found. Per the physician the attachment/ thrombus spontaneously resolved. At the doctor's request, the sgc was replaced, and the procedure was completed without incident. The mr was reduced to grade 2. There were no clinical effects due to the thrombus or adverse sequelae.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.